Event description:
Additional information provided stated that prior to the lead being replaced, the patient also experienced ineffective stimulation. Replacing the lead resolved the issue and the patient is receiving effective therapy. Lead device information was again requested by the manufacturer, but was unable to be obtained.

Manufacturer narrative:
The therapy date for the following device is unknown: model 3664, drg ipg. (B)(4).

Event description:
It was reported the patient ((B)(6)) experienced an instance of overstimulation after walking through a security device. After the overstimulation, the patient indicated stimulation was lost. Surgical intervention was undertaken and the lead was explanted and replaced. Lead device information was requested, but has not been provided to the manufacturer.